Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that wire fracture occurred. Vascular access was obtained via right radial approach. The 75% stenosed,10 mm in length target lesion was located in the mildly calcified and severely calcified proximal to mid left anterior descending (lad) artery. A comet pressure wire was advanced; however, the wire was unable to cross the lesion due to vessel tortuosity near the 1st diagonal (d1) bifurcation. After torque was applied when attempting to cross it was felt that the torque, which had been transmitted at 1:1, suddenly became unable to manage. When they tried to remove the wire, 15 cm of the wire had already detached and was unable to be removed. In order to retrieve the detached wire, the physician obtained vascular access on the opposite side and inserted a 7 fr guide catheter. The physician attempted to retrieve the detached wire with a non-bsc snare. Difficulties were encountered and it took about 1 hour until the wire was able to be successfully removed. No patient injury was reported.

Manufacturer narrative:
Updated device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the tip were returned. Also returned was the terumo angiographic catheter used in the case. The shaft was separated in 1 place. The total proximal shaft length that was returned was approximately 175 cm. The length of the tip portion returned was approximately 10 cm. No other damage or irregularities were noticed. The sensor port was clear of any material. Functional testing of the device could not be completed due to the severe damage of the shaft. The mtac report indicated no micro cracks were observed at any measured beam locations adjacent to the distal or proximal fractures. Sem images of distal and proximal fractured beams appear to show fatigue striations toward the center of fracture and some ductile surface at center of some fractures. This suggests the possibility of reverse bending fatigue overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician had received in-servicing (tips) prior to witnessing the separation. The non-bsc guide catheter was engaged coaxially. At an unspecified time during the procedure the tip of the guide catheter was "a bit backed out". The patient's current condition is fine.